Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
One flexiva 1000 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured 1.0mm and appeared used. Additional examination under magnification revealed that the condition of the fiber tip was consistent with a fracture indicating that the tip or portion of the tip broke off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and round with an effective transmission of 98%. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva 1000 laser fiber was used during a procedure performed in the bladder on an unknown date. According to the complainant, during the procedure, the tip of the fiber broke off very quickly inside the patient. The procedure was completed with another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva 1000 laser fiber was used during a procedure performed in the bladder on an unknown date. According to the complainant, during the procedure, the tip of the fiber broke off very quickly inside the patient. The procedure was completed with another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.